Event description:
It was reported that a patient with a 19mm edwards surgical valve implanted in the aortic position has been placed under consideration for a valve-in-valve procedure after an implant duration of approximately seven (7) years, three (3) months due to unknown reason.

Manufacturer narrative:
D6a. If implanted, give date: implant date is only known as 2017. Thus, (B)(6) 2017 is being used to calculate the minimum implant duration. H11. Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: attempts have been made to obtain additional information. However, there has been no response at this time. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.